Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02026.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace68 reperfusion catheter (ace68). It was noted that the patient's anatomy was tortuous. During the procedure, the physician used a 3maxc to advance a ace68 into position through a non-penumbra sheath. While removing the 3maxc, the physician experienced resistance and subsequently, the distal third of the 3maxc snapped and became tangled inside the patient¿s body. Therefore, the physician used a snare device to remove the broken 3maxc tip from the patient, then removed the ace68. It was reported that the sheath and ace68 were kinked due to the tortuosity, creating a hold up point for the 3maxc. The procedure was completed using a snare device and another catheter. There was no report of an adverse effect to the patient.